Event description:
The device was used during an unspecified thoracoscopic procedure. Staples were not present in the device. The surgeon manually sutured to complete the procedure. Hosp has reported that the pt's status is satisfactory.

Manufacturer narrative:
12/17/96 - supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Corrected data entered in f9.